Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for low blood glucose levels. The customer did not provide the blood glucose value or the time and date of the hospitalization. The customer stated that they have been off the insulin pump for 45 min at the hospital. The customer reported that the device alarmed battery out limit. The call was disconnected. The customer did not return the product back for analysis.